Manufacturer narrative:
(B)(4). The device was returned with the jaws misaligned. Upon inspection under magnification of the jaw it was noted that one of the retention pins that holds the jaws in position was sheared off. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaw prevented the functionality of the device. The instrument was unable to fully cycle open and close. A probable cause of the damage to the retention pins could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the top jaw break off of the device? If not, what part did break on the device? Did the broken jaw/ part off fall into the patient? If yes, was the part retrieved? How was it retrieved? Did this cause a change in the plan of care for the patient? Is the broken jaw/part being returned with the device?

Event description:
It was reported that during a hysterectomy procedure, the jaw of the device broke during the sealing procedure. Unknown how case was completed. There were no adverse consequences for the patient. One device was discarded.